Manufacturer narrative:
Device is a combination product. (B)(4). A synergy ous mr 2.25 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The 21 most proximal stent strut rows were undamaged; the remaining distal section of the stent was stretched distally. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink, 200mm distal from the distal end of strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-sep-2017. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.25x38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a non-bsc stent. No patient complications nor injuries were reported. However, returned device analysis revealed stent damage.